Event description:
It was reported that the customer had a lost sensor alert and a blood glucose level of 239 mg/dl. Customer stated that the pump was communicating with the transmitter. Customer also stated that there was no cannula when they removed the sensor. Customer inserted the sensor manually and was told that she can only use the serter. Customer was advised that the lost sensor alert may be due to the sensor not having a cannula from the manual insertion. Customer was advised to return the sensor. Customer was also hospitalized on (B)(6) 2015 with a blood glucose level of 20 mg/dl. Customer stated that the sensor did not go off and was still in the warm-up period. Transmitter was charged and it did blink. Customer was assisted with reprogramming the transmitter ID. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-98776.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.